Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the ellipse implantable cardioverter defibrillators (icds) advisory notice issued by abbott on 20 june 2019.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of 20 jun 2019. Explant of the device has been performed on (B)(6) 2019. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.